Event description:
It was reported the device lost programming. There was unknown patient involvement.

Manufacturer narrative:
Device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.